Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted during a procedure. Two dates were provided with the complaint, (B)(6) 2005 and (B)(6) 2008, it is unknown on which date the procedure occured. According to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Two hospitals were reported with this complaint; it is unknown at which the device was implanted: (B)(6).